Event description:
This unit was returned for routine service with no problems specified. There was no pt involvement or reported pt harm. During the repair evaluation, it was discovered that the unit's audible alarm would not function. The power switch was replaced to correct the problem.